Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "repeated error messages of "key stuck" and "incorrect pressure value reading." Patient involvement: yes. Death/serious injury: no. Human harm: no. Need for medical intervention: yes.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "repeated error messages of key stuck and incorrect pressure value reading".